Event description:
During prep of the 4x10 mini complex fill orbit delivery system (637mf0410), air could not be purged and air remained in the hub of the product. The procedure was continued using the other coils. There were no adverse consequences to the patient. All the products were stored, handle and prep per labeling instructions. Prior to connecting and during prep, neither the syringe nor the coil delivery system was damaged. After disconnecting the coil delivery system, no damaged were noted on the syringe or delivery system. During prep, a dedicated saline source was utilized to fill and prep the syringe. The syringe was taking to the blue zone, and the blue zone was not exceeded. Prior to this coil, zone# 3 and the alternate zone (red) were not exceeded. The product was connected properly to the hub of the coil delivery system, and no leakage was noted at the connector, extension tubing, delivery system hub or anywhere else. The connector was checked for proper seating/fitting on the delivery system hub. After the product failure occurred, no other damages were noted on the coil (unraveled/stretched), delivery system, or hub, and the coil was still attached.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing documentation associated with lot 14100500 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results testing per procedure. Based on the reported information and without the return of the device for analysis, no conclusion can be made regarding the report that air remained in the hub of the orbit system after purging. With review of the manufacturing records there are no identified issues related to the event. Therefore, no corrective actions will be taken at this time.